Manufacturer narrative:
Complaint (B)(4). Received 10pc 450230/g1903378 for evaluation. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint, pictures and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, production documentation of the concerned material/batch was reviewed. No deviations were determined during the entire manufacturing process. No irregularities were detected throughout in-process-controls. The customer returned samples were visually and functionally evaluated. No abnormalities were observed. Visual examination of the broken safety shield under magnification shows the breaking point at the hinge of the holder which may have occurred during a forceful activation of the shield. The issue cannot be attributed to a product malfunction therefore the complaint is not justified.

Event description:
Customer states the shield broke off from the holder when activating the safety mechanism by pressing it against the rail of a gurney. Needles in use are 450076.